Event description:
The customer stated that he tested his blood glucose and received a reading around 140 mg/dl. The customer took insulin based on his reading. After taking insulin, the customer felt weak, cold and clammy. He tested his blood glucose and received a reading of 49 mg/dl. The customer was able to take a glucose tablet and drink a glass of juice in order to raise his blood glucose. He did not require outside medical attention. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.